Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after a lead integrity alert (lia) was triggered due to oversensing of noise with high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (ns-vt) and sensing integrity counter (sic) episodes. The implantable cardioverter defibrillator (ICD) was suspect of sensing/detection problems. The right ventricular (rv) lead was suspect of double counting r-waves, sensing p-waves and the qrs complex. The ICD and rv lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.